Event description:
A reusable solos gs-6000 monopolar endoscopy cable was connected to a esu genertor. During a surgical procedure it was observed by a surgical technician that the cable was glowing red while power from the esu was being applied. The insulation material had begun to ignite and produce thick smoke. It is notable that during this time power to the lap hook/tip never faltered, and the surgeon was unaware of this condition.